Event description:
It was reported by an attorney that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2004 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. Additionally, following insertion the patient experienced worsened incontinence, bladder spasms, constant urine leakage, pelvic pain, hip pain, pain with bending and lifting, pain with standing or sitting after a short period of time, pain with urination, vaginal pressure and throbbing sensation, stabbing sharp pain in the abdomen when standing up, dyspareunia, abnormal bleeding, frequent infection, constipation, numbness tingling in the back of legs and toes, anxiety and depression. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced discharge.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.